Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 370 mg/dl, 279 mg/dl, 175 mg/dl, 197 mg/dl, 210 mg/dl and 195 mg/dl when all tests were performed within 10 minutes on the voicemate advantage system. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.